Event description:
We were informed on (B)(6) 2024 about an event regarding a patient with abbott spinal cord stimulation leads. The patient underwent a procedure to explant the abbott leads as they displayed high impedances and were fractured. The procedure took place at (B)(6) medical center with dr. (B)(6) please note this is not a device manufactured by boston scientific, and no further details were provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".